Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Follow up calls were made and the customer reported being in the emergency room with high blood glucose. The blood glucose reading was around 150 to 160 and she was unable to get down. The customer experienced dehydration and little ketones. Troubleshooting was declined and customer stated that the event took place back in december. No further information was provided.